Manufacturer narrative:
An attempt to reproduce the reported issue was not performed as it was confirmed through previous issue references. The software successfully adhered to the specified requirements and performed in accordance with expectations as referenced in the 'sw requirement document' field. After conducting a thorough investigation, we observed that when the user is connected to carelink, there are instances where active notification data is not present in the data uploaded from the mobile app. Specifically, the periodic packet, which is expected to contain active notification data required to trigger notifications to the care partner. However, as per csr data, we confirmed that the patient did have an alert at the specified timestamp (2025-11-24t21:48:57), and the care partner did receive the notification for that event. Additionally, from the datatable report for 24th november 2025 (the date the issue was reported), we observed that there were a few alerts that were not received by the care partner, even though care partner notifications were enabled. Upon further investigation of the patient¿s alert events, we found that in the instances where the care partner did not receive the alert, a cleared alert event was logged shortly after the initial alert was generated. As a result, the notification was not sent to the care partner because the original alert had already been cleared. This behavior is expected as per the system design, where cleared alerts do not trigger notifications to the care partner. The issue was confirmed through log analysis. To assist with resolving the issue, we provided the helpline team with the following recommendation to be performed from the patient app side to ensure the issue is addressed effectively. Patient should have mobile application and pump in paired state always. Patient¿s mobile device should have a stable and active internet connection to ensure that the upload to carelink is completed successfully. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced issue with not receiving low alerts when in smart guard. The customer reported no adverse event. The event involved product(s) mmt-6111. Troubleshooting was partially performed and found that application dint give correct message it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6111.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.